Event description:
The consumer states as soon as she turned the power on, the chair allegedly moved forward and she caught her feet underneath the footboard, causing her to fall out of her chair. The consumer was allegedly taken by ambulance to the hospital, but no serious injuries are alleged.

Manufacturer narrative:
Consumer alleges as she turned the chair on, it moved forward causing her to catch her foot and she fell out of her chair. The consumer alleges she incurred a hospital stay as a result of the incident. The chair has been in service for nearly 5 years and is no longer in warranty. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed injury.